Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b" to the front therapy electrode and an open in the cable connecting ECG "b" to the distribution node (dn). The root cause of the open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.